Event description:
It was reported that the customer experienced high blood glucose levels and removed the insulin pump. The customer then reported high blood glucose levels while not on the insulin pump. The customer was using humilin 500 insulin.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.